Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not remove the cartridge during pumping. The customer acknowledged that there was a possibility that a cartridge may not have been physically installed on the pump during the first load attempt. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge.